Event description:
It was reported that the foot switch pedal of this console would stick and continue firing when pressed; a rattling sound was also heard within the foot switch. There was no patient involvement.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the footswitch was assessed by a technician at the hospital, and it was replaced. It is most likely that a damaged component could have affected the device performance and its integrity leading to the event experienced by the customer. Based on the analysis results, the reported footswitch issue was confirmed as replacing the footswitch resolved the issue. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, even when pressure was removed, the pedal of this footswitch would stick and the console would continue firing. Additionally, a rattling sound inside the footswitch was reported. There was no patient involvement. The footswitch was replaced.